Event description:
A (B)(6) female pt underwent thoracic aneurysm repair on (B)(6) 2010. The physician was treating a penetrating ulcer with saccular aneurysm of distal arch. Subclavian bypass was completed and a 16 amplatzer was placed, distal to the left carotid artery. During the procedure, cook engineers were called because the tx2 device was fully deployed and all trigger wires were out of the pt and accounted for. Device appeared to not be fully opened. Placement was exact, minimal movement, pt's blood pressure was stable and breath was held during deployment. Femoral arteries were very small and diseased and ruptured when device was removed, a conduit was suggested. The physicians were very aware rupture was possible and had viabonds on hand and balloon in the event it occurred. Pt also had a history previous open aaa repair w/aorto bi iliac bypass graft. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence.

Manufacturer narrative:
(B)(4). This report is still under investigation.